Event description:
The physician reported that a pacemaker check was performed on (B)(6) 2014 because and external shock was applied directly above the subject device. During this check, interrogation of the pacemaker was not possible, and pacing pulses were intermittent. A re-intervention was performed on (B)(6) 2014, and the subject pacemaker was replaced.

Event description:
The physician reported that a pacemaker check was performed on (B)(6) 2014 because and external shock was applied directly above the subject device. During this check, interrogation of the pacemaker was not possible, and pacing pulses were intermittent. A re-intervention was performed on (B)(6) 2014, and the subject pacemaker was replaced.